Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. A photograph of the product was provided by the end user. Based on the attached pictures supplied from the customer, the customer's complaint of "hub cracked" is deemed confirmed. Drainage catheters are a purchased device from supplier (B)(4) medical. (B)(4) has been notified via scar004149 for evaluation. As per the results from (B)(4) medical, no sample was returned to (B)(4) medical. A failure mode cannot be determined. Labeling review: the instructions for use which is supplied to the end user with this catalog number states, "warnings: do not use this catheter with alcohol. Placing a 10 french or larger catheter as the primary drain before formation of a tract may be difficult in some patients. In these patients, the initial biliary drainage should be started with a smaller (8 french) catheter until a suitable tract allows placement of a larger catheter. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." Labeling review: directions for use (dfu) aw1005142-01 states the following: caution: all connections must be secure and airtight. Perform inspections of the catheter and connections regularly. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
Angiodynamics regional business manager reported an end user experienced an issue with an exodus 12f biliary drainage catheter. It was reported the hub was cracked. The end user provided a photo of the cracked hub. Additional information obtained from the end user stated the catheter had been indwelling and the patient had to be sent back to the ir for a catheter replacement. The procedural details provided for the biliary drain stated the drain had not been placed in the biliary tree, but was for a biloma (biloma is collection of bile within the abdominal cavity. It happens when there is a bile leak, for example after surgery for removing the gallbladder.). The nurses on the floor are prepping the catheter hubs for this product with alcohol and/or chloroprep prior to attaching a drainage bag, etc. As a prepping protocol. The reported catheter was removed and replaced. The patient did not experience any harm or injury due to this event.